Manufacturer narrative:
The complaint is under investigation.

Event description:
The surgeon had problems during fluid/air exchange. They removed the air-tubing from the connector on the eva and re-tightened it and continued and finished surgery. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced hypotony.

Event description:
The surgeon had problems during fluid/air exchange. They removed the air-tubing from the connector on the eva and re-tightened it and continued and finished surgery. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced hypotony.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The device and logfiles were provided for investigation. Investigation of the returned device and review the logfiles did not lead to a clear conclusion regarding the cause of the reported adverse event. Therefore, the investigation will be continued.

Event description:
The surgeon had problems during fluid/air exchange. They removed the air-tubing from the connector on the eva and re-tightened it and continued and finished surgery. The surgery took longer than anticipated as a result of this incident and we were informed that the patient experienced hypotony.

Manufacturer narrative:
With regard to this event an eva surgical system was returned for investigation. Investigation of the returned eva surgical system did not reveal any anomalies. The system functioned within the release specification. Review of the logfiles did not reveal any anomalies. No error messages were logged and the measured air pressure was in compliance with the set air pressure. Historical review of the complaint database indicated that one similar complaint was logged on the eva surgical system subject to this complaint. A device history record review did not reveal any anomalies. Based on the investigation performed, the reported event cannot be attributed to the eva surgical system that was returned for investigation. A possible cause for the reported event could be an unintended use error, however this could not be confirmed. In addition, a similar situation can be encountered when the air input supplied to the eva surgical system doesn't meet the requirements (i.e. Pressure range 4 to 10 bar with air flow of 60 to 70 nl/min) as included in section a1.2 "eva environmental specifications" of the instruction manual . Based upon the investigation performed the reported event could not be attributed to the eva surgical system, as the system was performing within the release specification. Root cause of the encountered issue remains unknown.